Event description:
Customer reports that he obtained results of 382mg/dl, 150mg/ dl, 136mg/dl, 120mg/dl and 111mg/dl on the same device within 7 mins. No action was taken based on the results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.